Event description:
Philips received information from the customer reporting the presence of smoke and a burning smell in the CT gantry area. The system was in the standby state and there was no pt involvement with this reported event. The trained professional entered the room when the fire alarm sounded and noticed the burning smell and presence of a small amount of smoke. In this case, there was not enough smoke to cause throat or eye irritation, smoke inhalation, or smoke damage to the room. The philips field service engineer inspected the unit and confirmed that there was no evidence of fire within the system.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).